Event description:
It was reported that the pt presented to the radiology dept to have an ivc retrievable filter removed. Upon evaluating the positon of the filter utilizing fluoroscopy prior to the procedure, it was noted the filter was tilted. A cat scan was ordered by the radiologist, which revealed multiple legs of the filter outside of the wall of the vena cava. The procedure was cancelled. There was no report of injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number is unk. The device remains implanted; therefore, not available for evaluation. The event investigation is currently underway.